Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported issues with the insulin pump. Customer states that the blood glucose reading is low and high. Customer states that their low blood glucose reading is around 50 mg/dl, and highs are around 445 mg/dl. Nothing further reported.